Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced a seizure/tremors, sweating, and dizziness. Adc customer service attempted to contact the customer to obtain additional information regarding the medical event but was unable to reach the customer. There was no report of death or permanent impairment associated with this event.